Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error. It was also determined at analysis that the on and lock keys were not tactile. The main printed circuit board (pcb), upper case, main keypad, lower case, and test port logo were replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error. The epg has been returned to service. It was further reported that the external pulse generator (epg), subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.